Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had an unknown product performance anomaly. There is no known intervention information from the field as of the moment. The lead remains in service. No adverse patient effects were reported.